Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. Visual inspection of the device upon receipt found insect infestation in the carry bag and in the device. No performance evaluation has been performed due to the insect contamination. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's touch screen was freezing and no display was coming up. The device was not in use when the fault occurred, therefore, there was no patient involvement.